Manufacturer narrative:
The unit rec'd for an eval functioned properly and integra lifesciences engineers were unable to duplicate the reported problem of slipping. The ratchet extension arm has no visible cracks and passes the go nogo gage. The rocker arm passed the go nogo gage. All other components are functional. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
An adult pt was undergoing a posterior cervical procedure which required the use of a mayfield 2000 skull clamp. The surgeon had to reapply the unit three times because of problems with slipping. At one point, the unit moved and hit the pt's nose. There was no injury involved, however, the procedure was delayed 30-45 minutes.